Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient had a fluid leak that was found after cancelling pd treatment. The patient had an unknown alarm on (B)(6) 2024 and stopped using the cycler and did manual treatments, but then on (B)(6) 2024 when the nurse was attempting to help the patient set up for a treatment, fluid was discovered in the pump module and on the external part of the cassette. In the initial call, the nurse did not report any harm that was caused to the patient due to the fluid leak that took place over 3 weeks prior. Additional information was requested but none was provided. No samples were returned for analysis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient had a fluid leak that was found after cancelling pd treatment. The patient had an unknown alarm on (B)(6) 2024 and stopped using the cycler and did manual treatments, but then on (B)(6) 2024 when the nurse was attempting to help the patient set up for a treatment, fluid was discovered in the pump module and on the external part of the cassette. In the initial call, the nurse did not report any harm that was caused to the patient due to the fluid leak that took place over 3 weeks prior. Additional information was requested but none was provided. No samples were returned for analysis.